Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that the size 8mm insert would not lock into the baseplate. Per complaint details, a second size 8mm insert also would not lock into the baseplate. The insert was changed to a size 9mm, which locked well. Per complaint details, there was no delay reported. Therefore, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during tka surgery, the jrny ii xr ins xlpe lat 5-6 rt 8mm could not be locked well. So a back up of the same size was opened and attempted to be inserted. The back up could not locked well too. Finally, the size of insert was changed to 9mm and then it was locked well. No delay reported. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.